Event description:
She gained weight in her pelvis within a year after the ablation. She stopped menstruating shortly after the procedure at age (B)(6). Her mother became menopausal at the age of (B)(6).